Event description:
It was reported that the catheter was leaking blood while using the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: "used angiocath to start IV, hold in top of plastic catheter, leaking blood. Removed from patient, had to re-stick patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-11. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter assembly, a retracted needle assembly, and one opened packaged from lot number 1089074. The device was inspected for causes of leakage including actuation, damage to the septum, damage to the adapter, and damage to the catheter tubing. First, a visual inspection of the adapter and catheter tubing was performed using magnification. No damage was observed. The actuator was inspected and observed to be in the unactuated position. As the device was removed from the catheter, the septum cannot be tested for leakage beyond the septum. A microscopic inspection of the septum was performed where the actuator and septum were removed. A microscopic inspection of the septum was performed, and the septum was rated acceptable. The adapter and catheter tubing were then tested for leakage. Leakage was not observed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. The returned unit provided for evaluation met and performed per the required manufacturing specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the catheter was leaking blood while using the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: "used angiocath to start IV, hold in top of plastic catheter, leaking blood. Removed from patient, had to re-stick patient."